Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Event description:
The cage cracked when hammered during insertion into the disc space. The broken portions were removed and another cage was inserted. No adverse consequences to the patient and no significant delay. The device was discarded by the customer and is not available for evaluation.

Manufacturer narrative:
A device history record (DHR) review for the leopard implant parallel, 28x8 could not be conducted as the lot number is unknown. Without a lot number, a review of the manufacturing records cannot be completed. Review of similar complaints found no significant trends. The root cause of the leopard implant parallel, 28x8 cage breakage cannot be determined. Without the product sample we are unable to confirm the reported issue or identify the root cause. However, as noted in the accompanying instructions for use, correct selection and handling of the implant is extremely important. Polymer/carbon fiber implants are designed to support physiologic loads. Excessive torque, when applied to long-handle insertion tools, can cause splitting or fracture of the polymer/carbon-fiber implants. When a polymer/carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. No corrective action/preventive action (CAPA) is required at this time. In the absence of the product device and the lot number, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.